Event description:
The patient had an unknown sized taxus express2 drug eluting stent (des) implanted to treat an unknown lesion. Approximately three months later, the patient required "another" stent to be implanted "on top" of the previously implanted taxus express2 des for unknown reasons. Approximately 21 months later, the patient discontinued plavix in preparation for "an operation" and thrombosis occurred. The patient was treated with an known size and type of bare metal stent. Multiple attempts for additional information have been made; however, no information has been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.